Manufacturer narrative:
Additional information received from the customer on 01feb2016 with the following: the patient was admitted to undergo a procedure. Placement of the lumbar drain to drain csf fluid. When asked to explain in more detail reported issue of ¿pump was not running¿ on (B)(6) 2015, the customer reported that they use an infusion pump to drain fluid. It was unknown if the catheter was secured to the connector with ligatures. There was csf leakage but the exact amount was unknown. Another lumbar drain was not placed after the initially one was removed. The patient was discharged home. Integra has completed their internal investigation on 05feb2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the following was received for evaluation: package contents: one (1) used flexible luer adapter attached to a stopcock from an unknown manufacturer. One (1) used catheter from an unknown manufacturer with attached connector. The following observations were made: the flexible luer adapter is a connector supplied in catalog ins-5010. No cuts were observed in the tubing of the connector. The catheter does not correspond to product supplied in catalog ins-5010 as was indicated in complaint record; this catheter is not manufactured at integra - (B)(4) manufacturing site. In spite of this, the catheter was visually inspected and a transverse cut was observed. DHR could not be reviewed since the fg lot # 0319356 provided in the complaint information form does not correspond to a lot manufactured from integra ¿ (B)(4). (B)(4). Conclusion: although the reported condition ¿tubing sheared apart¿ was confirmed with the evaluation of the catheter, the catheter returned does not correspond to product supplied in catalog ins-5010. In addition, this catheter is not manufactured at integra ¿ (B)(4) manufacturing site.

Manufacturer narrative:
Additional information received on 04jan2015 in the form of a medwatch ((B)(4)): on (B)(6) 2015, the patient rolled onto right side for nurse to examine insertion site when tubing spontaneously sheared apart between serial stopcocks and drainage tube. Per protocol, tubing was clamped with hemostats and open drain ends secured. Complete drain set up removed. Product is available to be returned. Additional information has been requested but to date no new information was provided. Integra has completed their internal investigation on 22jan2016: failure analysis was not possible since the complaint unit has not been received for evaluation. DHR could not be reviewed since the fg lot # 0319356 provided in the complaint information form does not correspond to a lot manufactured from integra ¿ añasco. A review of complaints history from (B)(6) 2013 ¿ (B)(6) 2015 revealed a total of six (6) complaints (including this one) for external lumbar drainage catheter product family (catalogs: ins-8330, ins-5010, nl850-8330, nl850-8430, sp0224) have been reported for ¿catheter breakage¿. Complaint occurrence rate is approximately 0.02%. The condition ¿tubing sheared apart¿ could not be confirmed given that the complaint unit was not returned for evaluation. No assignable causes that could be associated to the manufacturing process were determined. As specified in the product¿s instructions for use: to avoid possible transection of the lumbar catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guide wire if used) must be removed simultaneously.

Event description:
It was reported that the patient had a lumbar drain in place, which had been clamped and the pump was not running per order since 0900 on (B)(6) 2015. The tubing was still attached to pump and the patient pending order to remove the set-up in the morning. At approximately 0645, the patient rolled onto the right side for the nurse practitioner to examine the insertion site when the tubing spontaneously sheared apart between the serial stopcocks and the drainage tube. Per protocol, the tubing was clamped with hemostats and the open drain ends secured. The complete drain set up was removed at approximately 1000 by the nurse practitioner. Additional information has been requested.